Event description:
It was further reported that at the time of the index procedure, prior to treatment, there was timi-1 flow in the mid left anterior descending (lad) and timi-3 flow in the distal left circumflex (lcx). There was 90% stenosis of the mid lad via core lab analysis. Following treatment, residual stenosis was 1% via core lab analysis and timi flow improved to 3. There was 50% pre treatment stenosis of the distal lcx via core lab analysis. In addition to the 2.5x32mm taxus express2 stent, a non-bsc stent was also implanted. Residual stenosis was 17% via core lab analysis and timi-3 flow was maintained. The patient was discharged on bayaspirin and plavix.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-01568. It was reported that post a stenting treatment procedure, patient death occurred. The patient presented due to an acute myocardial infarction and underwent cardiac catheterization which revealed 2 target lesions. The first was a 90% stenosed, 30mm long, de novo, type "b2" lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 2.5mm. The lesion was treated with predilation using a 2.5x15mm balloon inflated to 8atm. A 2.5x24mm taxus express2 stent was deployed and post dilated with the stent delivery balloon at 12atm resulting in 0% residual stenosis. The second was a 99% stenosed, 20mm long, de novo, type "c" lesion located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.5mm. The lesion was treated with predilation using a 2.5x15mm balloon inflated to 8atm and deployment of a 2.75x32mm taxus express2 stent without post dilation resulting in 0% residual stenosis. There were no procedural complications and the patient was discharged without anginal symptoms 24 days later. (B)(6) 2010: the patient was reported to have died while at home. The cause of death is unknown. Additional information has been requested and is not available.